Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification due to failing incoming functional tests on backup battery and a damaged battery clip. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.

Event description:
It was reported that the analyzer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.